Event description:
It was reported on (B)(6) 2022, that the patient is having an adverse reaction (possible metal allergy) to our stainless steel first mtp fusion plate and stainless 3.0 headless compression screw . No removal or revision surgery has been done. Patient outcome were unknown. This report is for one (1) 2.4/2.7 va first mtp fusn pl/sm/5 deg/rt. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.